Manufacturer narrative:
The field service engineer found an issue with the sample probe and replaced it. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the data provided, a general reagent issue can be excluded.

Event description:
There was an allegation of a questionable high total psa elecsys result from the cobas 6000 e 601 module. The initial result was approximately 10 ng/ml. The repeat result was approximately 0.2 ng/ml. The result from a new sample from the patient was approximately 0.2 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number: was 55609800 with an expiration date of 30-nov-2022.